Event description:
A journal article reported a study of patients treated with bone graft received from the femoral canal using the ria system. A patient with a recalcitrant supracondylar nonunion consisting of a 5 cm bone defect that had failed a prior vascularized fibular graft to the nonunion. While reaming, a 12mm ria reamer became lodged in her narrow isthmus during a second pass; the device dislodged after 3 minutes of effort, after which the patient became notably bradycardic and hypotensive (60/40 mmhg). An intraoperative echocardiogram showed that the patient had adequate cardiac valve function, did not have a pulmonary embolus, and was volume-depleted. The patient stabilized after infusing 2500 ml of crystalloids and 4 units of packed red blood cells.

Manufacturer narrative:
Subject device is an instrument and is not implanted or explanted. Journal article "technical tricks when using the reamer irrigator aspirator technique for autologous bone graft harvesting: orthop trauma. Volume 24, november 1, january 2010: ivan s. Tarkin md, and hans-christoph pape md. Synthes is unable to provide the manufacturer PMA/510k number and /or the date of manufacture without a lot/part number or the returned device. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no part or lot number was provided.